Event description:
The complainant stated that the head of the bed would not go up and the manual pump is hard.

Manufacturer narrative:
The accounts maintenance replaced the head up valve to repair the bed.